Event description:
It was reported that the defibrillator experienced charge/shock failures during testing. There was reportedly no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.